Manufacturer narrative:
(B)(4) the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received from hcp indicates that the patient was implanted with a 23mm transcatheter valve. The patient was reported in stable condition and had no reported complications.

Event description:
Edwards received information that a 21 mm aortic bioprosthetic surgical valve now requires valve in valve intervention due to aortic stenosis after an implant duration of nine (9) years. Date for intervention on patient has not been set. No additional information has been provided.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without return of the explanted the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.